Manufacturer narrative:
Clarification to d.9 date returned to mfg: device has not been received. Date provided represents receipt date of device photos. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Necrosis: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Adhesion(s): unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient has provided explant surgery report showing right device rupture and necrosis. Device has been replaced with a non-allergan device.

Event description:
Healthcare professional reported intra-operation implant cover torn open in a long stretch (due to pressure during mammography), no indication of intra-op.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2023-31601, is a duplicate of mrn 9617229-2020-04489. Please see mrn 9617229-2020-04489 for reportable events.

Event description:
It has been identified that this record, mrn# 9617229-2023-31601, is a duplicate of mrn# 9617229-2020-04489. Please see mrn# 9617229-2020-04489 for reportable events.

Event description:
Patient has provided explant surgery report showing right device rupture and necrosis. Device has been replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, necrosis.

Event description:
It has been identified that this record, mrn# 9617229-2023-31601, is a duplicate of mrn# 9617229-2020-04489. Please see mrn# 9617229-2020-04489 for reportable events.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13dec2023.